Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device changed to a unipolar mode and inhibited pacing at a routine device change out. It was noted that pacing was restored shortly after the leads were connected to the device. It was determined that the implant detection algorithm had been turned off which caused this issue. The device is still in use. No patient complications were reported as a result of this event.